Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing stimulation in the incorrect location. Reprogramming was unable to resolve the issue. X-rays were taken and indicated the lead had migrated. Surgical intervention may take place at a later date to address the issue.

Event description:
Follow-up information indicated surgical intervention was undertaken on (B)(6)2014. The physician relocated the lead and the patient reported effective stimulation coverage postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.